Event description:
It was reported that the patient underwent an ipg explant procedure due to unknown reason. The explanted ipg and clik anchor were returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 27445877.

Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4316 (ln: 27445877). The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent an ipg explant procedure due to unknown reason. The explanted ipg and clik anchor were returned. No further information has been obtained despite good faith efforts.